Event description:
It was reported that difficulty removal occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After crossing the lesion, pre-dilation was performed with a 10mmx3.50mm wolverine coronary cutting balloon monorail balloon at 16 atmospheres. However, during the third inflation at 16 atmospheres, the balloon ruptured. After a 3.50 x 32mm synergy xd drug-eluting stent was advanced and placed, it was confirmed on cine that contrast was leaking from the tip of the balloon into the distal end, and pressurization was stopped. At this point, the front side of the stent had been opened. The stent had not separated, and resistance was encountered when it was slowly pulled back. In an attempt to somehow expand the stent, it was pressurized again with the balloon. As expected, the stent on the distal side did not open. After pulling a little harder, the entire stent was pulled forward. The stent was caught in the guide catheter, so the system was removed along with the guide catheter. The procedure was completed with a non-boston scientific device without any patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 32mm, catheter was returned to the complaint investigation site (cis) for analysis. A visual, tactile, microscopic and leakage test was performed. A visual and tactile examination identified multiple kinks along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified no damage. A visual examination of the balloon identified that the balloon had been inflated, and the stent detached from the balloon and was not returned with the device. There was evidence of stent crimp was visible on the balloon material. There were traces of blood visible inside the balloon. This blood is consistent with a leak having occurred in the device. A microscopic examination of the distal extrusion identified no damage. A microscopic examination of the balloon material no tears or pinholes. However, when an attempt was made to inflate the balloon, a pinhole leak was identified. The pinhole was located at over the proximal edge of the distal markerband. A microscopic examination of the tip identified no damages. A microscopic examination of the distal markerband identified no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). During an attempt to inflate the balloon a pinhole leak was identified. The pinhole was located over the proximal edge of the distal markerband.

Event description:
It was reported that difficulty removal occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After crossing the lesion, pre-dilation was performed with a 10mmx3.50mm wolverine coronary cutting balloon monorail balloon at 16 atmospheres. However, during the third inflation at 16 atmospheres, the balloon ruptured. After a 3.50 x 32mm synergy xd drug-eluting stent was advanced and placed, it was confirmed on cine that contrast was leaking from the tip of the balloon into the distal end, and pressurization was stopped. At this point, the front side of the stent had been opened. The stent had not separated, and resistance was encountered when it was slowly pulled back. In an attempt to somehow expand the stent, it was pressurized again with the balloon. As expected, the stent on the distal side did not open. After pulling a little harder, the entire stent was pulled forward. The stent was caught in the guide catheter, so the system was removed along with the guide catheter. The procedure was completed with a non-boston scientific device without any patient complications reported.